Event description:
The patient's wife reported the patient, while undergoing treatment on the liberty cycler, encountered dc drain complication during peritoneal dialysis. The patient complained of abdominal pain with cloudy effluent. Effluent cultures were drawn and vancomycin ip was started. Culture results tested positive for streptococcus gordonii (peritonitis). The patient was treated with antibiotics for two weeks.

Manufacturer narrative:
The retuned liberty cycler underwent and passed a simulated treatment test. Additionally, the cycler as inspected for fluid which was found in the cassette compartment. The mushroom heads were inspected for abrasions and correct movement, and were found to be abrasion free and there was no contact between the heads and their respective bores in the pump body. Per the fmc physician: the event of peritonitis was unlikely related to the liberty cycler. There was no hospitalization. There were no reports of machine malfunction or fluid leaks. Most likely the event was caused by touch contamination while on continuous cycling peritoneal dialysis. The patient continues to use the cycler without ill effects. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.